Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
After the battery installation, the insulin pump had a full segment display anomaly due to a faulty connector at the interface board. No button error alarms could be verified due to the display anomaly. The insulin pump also had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.